Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the patient presented in clinic for follow-up. A chest x-ray revealed the lead dislodged. The lead was explanted and replaced. The patient was stable post procedure.